Manufacturer narrative:
(B)(6). (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a flexible ureteroscopy procedure the upon opening the ncircle tipless stone extractor it was impossible to use. The opening/closing system allowing to capture the urinary stone was broken and the basket could not be opened. This occurred prior to patient contact. The device was not used. There were no adverse consequences to the patient.

Event description:
It was reported during a flexible ureteroscopy procedure the upon opening the ncircle tipless stone extractor it was impossible to use. The opening/closing system allowing to capture the urinary stone was broken and the basket could not be opened. This occurred prior to patient contact. The device was not used. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of the instructions for use, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation was returned in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A visual examination noted the cannulated handle protrudes the back of the collet knob 1.5 cm. The support sheath is bowed in appearance. There were kinks noted in the basket sheath; one at 37.5 cm and another at the distal tip of the support sheath. A functional test determined the handle does not actuate the basket formation. The support sheath and the basket sheath are still adhered. The basket formation was found to be retracted inside the basket sheath. The device history record was not able to be reviewed as the lot number of the complaint device was not known. A review of complaint history for the associated device lot could not be performed without the complaint device lot number. As documented in the instructions for use (IFU), precautions section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The devices are inspected for functionality and damage prior to packaging and packaged with the basket open. The complaint device was found to have a basket that was closed and could not be opened. The support sheath near the handle was bowed nearly 90 degrees and multiple kinks were observed in the sheath. A portion of the cannulated handle also extended out of the proximal end of the handle. It is likely the observed damage occurred from handling of the device prior to use. The condition of the returned device makes it likely that it was damaged when removing it from the package, or during subsequent handling. The observed damage likely occurred during handling/use of the device ¿ product received excessive pressure. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.